Event description:
It was reported that the patient had been feeling "very ill." A confirmed motor stall was recorded in the event logs with motor stall recovery noted. The motor stall occurred because the patient had an MRI. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).